Manufacturer narrative:
Evaluation summary: the product was not returned. A qualified cartridge was indicated. A malfunction has not been indicated, against the product. The healthcare professional additionally stated, the events were caused by the patient's physical problem. And the operation by the operator. The patient's symptoms have resolved. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided, indicating that the patient's symptoms have resolved. According to the doctor, the cause of the event, was the patient's physical problem and the operation of the operator.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority representative reported that following an intraocular lens (iol) implantation, during postoperative ward rounds the patient had blurred vision caused by corneal edema. The patient was given symptomatic treatment timely point medicine to alleviate.